Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving vibratory alerts for non-sustained lead noise. Post-paced t wave oversensing was observed on the ventricular lead and was noted on the stored egm. The device was reprogrammed and the issue was resolved.